Event description:
Customer reportedly received results of 228 mg/dl and 63 mg/dl within 10 minutes on the mobile system. During a second event customer received result of 228 mg/dl on the mobile system and results of 68 mg/dl and 58 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the compact plus system.